Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of shoulder joint replacement with the aequalistm reversed ii shoulder system" that contains collected data on the usage and the outcomes of aequalis reversed ii shoulder system. The patients analyzed in this report were operated between april 2011 and july 2020, and outcome parameters at 2 and 5 years are considered. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient experienced fracture around the implant (tubercula fracture). No action taken.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.